Event description:
The manufacturer received a voluntary medwatch report alleging a thermal event had occurred on a CPAP device, that resulted in a melted connector and visualization of a powder substance.. The user reported removing the CPAP outer cover and seeing additional powder inside the device. The user alleges experiencing dyspnea, but no medical intervention was reported. The user is also alleging an issue related to the CPAP device 's sound abatement foam. The user alleges seeing black particles in the airway of the device. There was no serious patient harm or injury reported. The manufacturer requested the device be returned for investigation, but the user states he will only return it once he is provided with a replacement machine. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. The manufacturer's investigation is on-going. A follow up report will be submitted once the investigation is complete. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. The manufacturer's investigation is on-going. A follow up report will be submitted once the investigation is complete.